Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name ¿ ni. Device code - ni. Device info - ni. Date implanted - ni. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Requested, not returned by hospital

Event description:
It was reported the patient underwent a revision procedure due to dislocation. All components were removed and replaced with total knee components.